Event description:
(B)(4). It was reported that chest tightness, dyspnea, vomiting and stent thrombosis occurred. In (B)(6) 2011, the patient was presented with chest pain and shortness of breath. The patient was diagnosed with unstable angina. Cardiac catheterization was recommended. The index procedure was performed. Target lesion #1 was a de-novo lesion located in the mid right coronary artery (rca) with 80% stenosis and was 12 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 12 mm taxus liberté stent with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. The site has been queried to confirm the target lesion and the stent size. In (B)(6) 2014, the patient presented with complaints of chest tightness and mild dyspnea associated with vomiting. One day from the onset of symptoms, the patient was hospitalized and cardiac catheterization was recommended. ECG revealed inferior infarction with lateral involvement. At the time of event, the subject was only on aspirin. The study drug per protocol was last taken on 2013. Coronary angiography revealed total occlusion within previously placed stent in rca. One day post procedure, the event was considered not recovered/not resolved, the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).